Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an intermittent power (damage) issue. It was reported that the battery compartment was cracked and that the cap could not be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: on examination, the battery compartment was confirmed to be cracked. The returned battery cap had stripped threads and was unable to fit securely to the pump to maintain electrical connection. With the damaged cap in place on the pump, the intermittent power issue was duplicated. A test cap was placed on the pump and fit securely and maintained electrical connection for testing. The pump was exercised for 12 hours with the test cap in place without interruption in power.